Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex tracheobronchial stent was received for analysis; the delivery system was not returned. The stent was returned fully deployed and expanded. Visual examination of the returned device did not find any damages to the stent. Product analysis did not confirm the reported event of axios stent partially deployed as the axios stent was received fully deployed and expanded. Taking all available information, there is no indication of what the customer reported, and the device met all the manufacturing requirements, and it passed the visual inspections during the product analysis. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an ultraflex tracheobronchial uncovered distal stent was used to treat a stenosis in the airway during an airway basket stent placement procedure performed on (B)(6) 2022. During the procedure, when the distal end of the stent was deployed, it was noticed that the stent was unable to fully deploy. The stent was removed and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an ultraflex tracheobronchial uncovered distal stent was used to treat a stenosis in the airway during an airway basket stent placement procedure performed on (B)(6) 2022. During the procedure, when the distal end of the stent was deployed, it was noticed that the stent was unable to fully deploy. The stent was removed and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.